Event description:
The patient reported that their stimulator stopped last night but they do not usually sleep with it on. This morning, the patient recharged it and then when they wanted to turn it on, they got a warning power on reset (por). The issue was not related to any trauma/falls that were reported. It was not related to any recent medical test or electromagnetic environmental exposure. A warning por was reported. The por code could not be cleared and the patient redirected to their healthcare provider to have the device interrogated. Relevant medical history includes spinal pain.

Event description:
Additional information was received from the patient stating that they did not experience any symptoms related to the power on reset (por), it just died. The patient called and was sent a new programmer or remote and the por message had ben resolved and they were receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.